Event description:
Long-term (> 10 years) home tpn pt described problem with leaky aim tubing. Pt was nonspecific regarding when it actually happened but stated it has happened "at least 4-5 times" over the past several years. This time tpn leaked all over carpet causing a mess and also pt missed their nightly infusion. Pt returned the tubing (sent to abbott) about a month later.